Event description:
It was reported that according to data it seems that the pacing rate had changed, but only one beat was extended. Also the rate appeared to be below the lower rate. The caller asked for interpretation of data. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.